Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The customer's blood glucose at the time of the incident was 222 mg/dl. The customer states that the insulin pump screen kept switching from a normal display to a blurry display. Battery issues were also reported. Troubleshooting was provided for the partial display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No missing segments/partial display and no failed battery alarm during testing. (B)(4).